Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. While onsite, the service representative took the condenser off machine and put the absorber and the condenser back on the device was working as expected. Additionally, the service representative ordered a new condenser for the customer who will replace it when the part arrives at the site. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.